Event description:
The account alleges that the head hi/low and knee sections had unintentional movement. No injuries were reported.

Manufacturer narrative:
The reported event was confirmed. The ptfe liner had come loose and the joint was mobile, making the tip unstable. This could have contributed to the reported lead dislodgement and loss of capture. A short circuit was measured between the coils due to the loose ptfe liner at the distal tip.

Event description:
During a follow-up, loss of capture was observed. X-ray revealed lead dislodgement. The lead was explanted.

Manufacturer narrative:
.